Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white teflon pad came off the harmonic ace instrument. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.